Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response. It was also noted there was some atrial undersensing on the right atrial (ra) lead during the episode. The patient was started on an antiarrhythmia medication and underwent an af ablation. The device and lead remain in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.